Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Report received of no audible alarm tone. During preventative maintenance testing by the user facility, the device did not sound an audible alarm tone on the low volume setting. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.